Event description:
Stent detached from delivery system prior to target lesion. Retained coronary stents in the left main coronary artery after attempted cardiac angioplasty. Stat(immediate) cardiothoracic surgery consultation and patient taken to operating room by stent removal and bypass surgery.